Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the jaws and the harvesting handle. Slight evidence of tissue and charred blood were observed on the jaws. The silicon insulation on the cold jaw was partially peeled at the proximal end of the cold jaw to the center of the cold jaw. The peeled silicon was not returned for evaluation. Based on the return condition of the device as found, the reported complaint was confirmed for the reported failure "peeled silicon insulation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed a piece of the insulation from the jaws had become detached from the device. The user retracted the device from the operative field and the insulated plastic piece was extracted along with the device from the operative field. The user opened a new vh 3000 and completed the procedure without complications. The hospital did not report any patient effects. I was the first to notice the piece of plastic. When the harvester removed the device as a unit, the piece of plastic came out along with the device. The or manager was notified by the or staff.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed a piece of the insulation from the jaws had become detached from the device. The user retracted the device from the operative field and the insulated plastic piece was extracted along with the device from the operative field. The user opened a new vh 3000 and completed the procedure without complications. The hospital did not report any patient effects. I was the first to notice the piece of plastic. When the harvester removed the device as a unit, the piece of plastic came out along with the device. The or manager was notified by the operating room (or) staff.